Event description:
Overdelivery reported: the pump was programmed to infuse 200.0ml fentanyl 10.0ug/ml in the pain management continuous plus pca bolus mode at 50.0ug/hr, 50.0ug pca, and a 10 minute lockout. It was reported that 18.9ml overdelivered. There was no pt harm or oversedation reported. There was no additional event info available. The risk manager states: "I do not consider a reported overdelivery of 18.9ml out of a 200.0ml container out of spcification per facility's pain management protocol (12%-15%), when there is no pt harm or oversedation". Though requested, there was no additional info available.